Manufacturer narrative:
Lead model 3888, lot # v426080, implanted: (B)(6) 2010, explanted: (B)(6) 2011; lead model 3888, lot # v426080, implanted: (B)(6) 2010, explanted: unk; lead model 3487a, lot # v433229, implanted: (B)(6) 2010 explanted: unk; lead model 3487a, lot # v433229, implanted: (B)(6) 2010, explanted: unk; extension model 37082, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; extension model 37082, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location following a fall which had occurred two weeks prior to report. The patient was supposed to feel stimulation in her lower back, but felt stimulation in her breast area following the fall. Electrodes 12-15 showed impedances greater than 10,000 ohms. Those electrodes had been used in the patient's programming, and reprogramming attempts did not provide therapeutic benefit. X rays were taken, but the results were not provided. The patient underwent a revision on (B)(6) 2011 during which one lead was found to be fractured and was replaced. The patient was doing better, but was still experiencing some post-op pain.